Event description:
It was reported that during device preparation, after removing the xience xpedition out of the protective hoop, without resistance, the shaft separated. The device was discarded and not used. There was no reported clinically significant procedural delay and there was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.